Event description:
Pt with implanted st jude medical riata 7010 lead with >200 ohm impedance drop noted 3 weeks post implant (B)(6) 2007. Pt presented with biv crt generator at eos, when lead testing revealed low and stable ev riata 7010 hv lead impedances 180-220 ohms. X-ray reveals externalized conductor, testing reveals most like rv ring conductor.